Event description:
It was reported that this implantable lead caused the patient to experience pneumothorax requiring a chest tube and additional monitoring as they were initially not stable. Eventually, this patient was discharged. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed due to correct the patient code, age at time of event, unit of measure - age, and sex. Patient code (B)(4) is being used to capture the additional intervention performed as the patient was required to have a chest tube.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed due to correct the h6: patient code.

Event description:
It was reported that this implantable lead caused the patient to experience pneumothorax requiring a chest tube and additional monitoring as they were initially not stable. Eventually, this patient was discharged. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead caused the patient to experience pneumothorax requiring a chest tube and additional monitoring as they were initially not stable. Eventually, this patient was discharged. The lead remains in service. No additional adverse patient effects were reported.